Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the door was failed. Customer tried to reboot, recover and reseat the power cable, but issue was not resolved. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator door was failed. A field service engineer (fse) remotely accessed the station and confirmed a failure with the refrigerator, then contacted the customer to perform a reset, but the reset could not be completed due to unavailable keys for the refrigerator. The fse verified the firmware status and later confirmed that the customer had already resolved the issue by restarting the system in the correct sequence, after which the refrigerator was detected on the communication bus and normal operation was restored. The system functioned as intended after the field service engineer investigated the device.